Event description:
According to the patient's spouse, by phone: the graft implanted in 1994 for an abdominal aortic aneurysm (aaa) behind the kidneys). The patient had recently been experiencing stomach pains and was diagnosed last week as having an aaa again in the same position behind the kidneys. The patient is scheduled to be assessed by vascular surgeon in 2005. Exact date of onset of pain and diagnosis is unknown at this time and has been approximately 2005 (based upon the spouse's statement) for reporting purposes only.